Manufacturer narrative:
Per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked from both the septum and the cartridge tubing. Reportedly, the customer overfilled the cartridge. A new cartridge was successfully loaded to address the issue. Customer's blood glucose level was 197 mg/dl.